Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two broken hardinge introducers within two weeks, first one was put down to wear and tear, when the second broke in the same manor, they informed us.

Manufacturer narrative:
The complaint states: two broken hardinge introducers within two weeks, first one was put down to wear and tear, when the second broke in the same manor, they informed us. The investigation confirmed the failure mode as reported. The devices were forwarded to the supplier who confirmed the failure mode and confirmed that it is due to chamfering of the device. A report was received stating following previous complaints, the following measures are in place; to prevent chamfering the relevant section of the job card has been updated to state 'do not chamfer'. Refresher training has also been given. The complaint shall be closed with a justified conclusion; entered into the complaint database and monitored through trend analysis. Post market surveillance is per (B)(4). No further actions identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).